Event description:
Two non-sustained vt episodes. 5 high rate non-sustained episodes. Intermittent ventricular noise, oversensing, and possible t wave oversensing. Rv lead integrity warning due to 2 or more high rate ns episodes less than 220 ms. Sensing integrity counter greater or equal to 30 in 3 days. No product details available. Received voluntary anonymous medwatch reports from FDA, mw5119463 and mw5119465.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.